Manufacturer narrative:
The pt has not yet been revised.

Event description:
It was reported that through radiographic evaluation the glenoid component was diagnosed to be fractured. The revision surgery is scheduled for 2009.